Event description:
A malfunction was reported on the pump, with no notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer received assistance from technical support to reset the pump, and after resetting, the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappears.